Manufacturer narrative:
The investigation summary is as follows: the returned sample had been shortened at the 18cm marking and showed many occlusions and it was not possible to flush the catheter. Microscopic examination showed a small hole tear at the junction of the catheter tube and pink adapter which had been the reason for leakage. Per the customer report, chlorohexidine was used as a disinfectant. Is should be noted that this disinfectant is alcohol-based. As indicated in the product IFU: "be aware that organic solvents such as alcohol or acetone may interact with the material and weaken it." And " avoid any contact of the catheter tubing to alcohol-containing disinfectants." Furthermore, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." In addition to the poor properties of alcohol on the catheter material, any tensile stress or contact with sharp-edged instruments should be avoided. The root cause of the hole tear is unknown; however, it could be due to the disinfectant weakening the material over time. There are several tests completed during production; therefore, we do not believe this is due to a manufacturing related fault. We have seen similar complaints due to improper use of the catheter. We reviewed the batch history records and no abnormalities were found. Each catheter is flow and leak tested during production and the tensile force of catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the second complaint for batch 8067945 and the second regarding a leaking catheter tube on code (B)(4) within the last 3 years. As the catheter worked well for 17 days, we do not believe this is a manufacturing fault and no further corrective action is initiated by quality management. Vygon will continue to monitor for this issue.

Event description:
The PICC was noted to be leaking at the hub after 17 days in patient. The line was removed and another was placed. No apparent harm to patient.

Manufacturer narrative:
The failed sample is being returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
The PICC was noted to be leaking at the hub after 17 days in patient. The line was removed and another was placed. No apparent harm to patient.